Event description:
While placing a variable angle screw, the tip of the driver cold welded in the head of the screw and broke off. Decision was made to leave the tip of the driver in the screw head, as screw had good placement and tip was old welded without possibility of migration.